Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing, however, broken reservoir tube lip was noted. Unit was received with original battery cap missing battery cap contacts. Proceeded by using a new battery cap and a new battery. After multiple battery installations and monitoring unit, unit remained on blank display. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. No moisture damage was noted on electronic stack. However, upon deconstructive analysis, the external battery connector was not plugged in properly. After properly plugging in external battery connector and installing new battery, unit powered on successfully. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. Unit was downloaded successfully using thump software for reference. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. The following cosmetic damages were noted: broken reservoir tube lip, label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, cracked lcd window, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when unit remained on blank display after multiple new battery installations, due to external battery connector not plugged in properly. Additionally, unit was received with original battery cap missing battery cap contacts and broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.